Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed one used nexiva unit which consisted of a portion of catheter tubing. The tubing had traces of media, thrombus, patient tissue, and fibrin attached to it. The thrombus was at the end that represented the catheter tip. The unit was soaked in saline in attempt to remove the attached substances. The substances softened but remained attached to the tubing. The end of the tubing, opposite the thrombus, demonstrated evidence of separation on an angle. The tubing was microscopically evaluated and observed to be vialon tubing. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: although the returned sample confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that the observations visualized on the returned catheter fragment were not a result of manufacturing defect, but was most likely a result of the catheter being cut either during removal or prior to removal.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed. And the (B)(6) registration number has been used for the manufacture report number. Date of event: the incident occurred between (B)(6) 2017. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that an unspecified bd 20g nexiva¿ closed IV catheter system was placed in a patient's forearm on (B)(6) 2017 to treat a post-biopsy infection. The catheter was removed on (B)(6) 2017 due to infiltration and a second one was placed the same day. The second catheter was also removed on (B)(6) 2017 when the patient was discharged. On (B)(6) 2017, the patient presented to the emergency department for pain in his/her arm. The patient was directed to a follow up clinic where a physician performed a surface echo and doppler. A broken catheter was visualized and had migrated to the patient's elbow near the radial artery. The physician was unable to remove the broken catheter due to a bleeding risk. The patient has an appointment with vascular surgery to have the catheter removed on (B)(6) 2017.